Event description:
It was observed that during the device evaluation, the flex video scope exhibited white foreign material on the air water cylinder and tube, also had a chip on the adhesive around objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation there is cause traced to component failure that led to the malfunction and the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.